Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had low power alarms when plugging into the mobile power unit (mpu) at night. The patient received a replace battery alarm shortly after. The patient did not have these alarm while on battery power. The account sent the patient a replacement mpu. The issues did not resolve. The patient tried using different outlets in his house, but still got the same alarms. The patient was going to try his mpu in a different household to see if this made a difference in the alarms. The account scheduled the patient to come into the clinic on (B)(6) 2020 for a data download for analysis. On (B)(6) 2020, when the patient was connected to the power module in clinic, the connection could not be established and the patient received a low battery alarm. The controller was exchanged. The log files could not be retrieved with the faulty controller, but the account was to return the controller for the investigation. It seemed as though the low battery alarm only occurred on the mpu and on the power module, not when the patient was on battery power. The cause of the event could not be identified. The alarm did not reoccur once the controller was exchanged. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: he report of low power alarms when plugging into the mobile power unit (mpu) was unable to be confirmed as the system controller, serial number (B)(6), was not returned for analysis and no log files were submitted for evaluation. As a result, the reported event could not be confirmed and a root cause could not be conclusively determined. The heartmate iii patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including low voltage alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). If alarm persists, call your hospital contact immediately. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use, ¿replace any equipment or system component that appears damaged or worn¿. Device history records were reviewed. The device was manufactured in accordance to mfg and qa specifications. Heartmate iii system controller serial number (B)(6) was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing this event.

Event description:
The alarms resolved with the controller exchange. The patient had no further complaints. Log files were not available.